Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager required maintenance. A field service engineer confirmed that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the remote manager attached to the fridge required maintenance. The customer stated that the pharmacy technician was refilling the station when the issue started. Since the fridge was currently inaccessible, they set a workaround to get the medications from a different station or from the pharmacy. Also, the customer rebooted the station and performed a drawer recovery but just getting the required maintenance error and it's not even opening during the recovery process. However, there were "